Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and the potassium electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The sample initially resulted in critically low sodium and potassium values. Due to being critical low values the customer decided to repeat the samples. The sample was repeated on a second analyzer and the values were normal values. No specific results were provided by the customer.

Manufacturer narrative:
The sodium and potassium electrode lot numbers and expiration dates were requested, but not provided. The field service engineer replaced the sample probe. The investigation is ongoing.